Event description:
It was reported by service report that the brakes were not holding. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: brakes were not holding due to worn gill brake plate kits.